Event description:
The customer reported white screens and that the fluoroscopic image was unable to be viewed. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. Onsite investigation included evaluation of the integrity of the high voltage cable. The system was tested and found to be working as intended and put back into service.